Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm on the night of (B)(6) 2017 seven hours after occlusion alarm annunciated. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was .43 u/hr throughout the entire day. User has three different basal rate profiles, and the profile with a .43 u/hr basal rate setting is labeled ¿sick¿. This ¿sick¿ profile has a higher basal rate setting than the other two. Making bolus requests without entering current bg levels could lead to a low bg event. The customer being ill or the ¿sick¿ basal rate profile could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 420 mg/dl. The customer resolved the occlusion by changing the infusion set. A bolus was delivered to address the bg level. The customer then experienced a low bg level of 42 mg/dl. The customer thought the low bg may have been due to over-correcting for the occlusion. Glucose tablets were consumed to address the low bg. On (B)(6) 2017, the customer went to the emergency room (ER) for dehydration. The cause of the dehydration was related to the recent high/low bg. The customer was treated with intravenous fluids. After 4 hours, the customer felt better and left the ER with a bg level of 112 mg/dl. As the occlusions had occurred in the past, troubleshooting could not be performed. The customer reported to have insulin injections to manage diabetes.